Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 300 mg/dl. The customer stated that he was nauseous and started throwing up. Troubleshooting was performed. Reviewed the settings and they were correct. Ran a fixed prime test and high-pressure test and passed. No further info was provided.